Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high glucose for approximately seven hours with a recorded value of 357 mg/dl while using the ilet integrated with a dexcom g7, in the context of an alert 38 motor stall and repeated infusion set changes including a 23 in, 6 mm inset that leaked and was found with a bent cannula; the user performed a manual restart via the ilet menu and was advised to check ketones and follow their care team¿s action plan, and an ilet replacement was discussed if the alert recurred. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included technical troubleshooting, user education, and device restart guidance. Investigation of this case revealed a reported motor stall alert and an infusion site issue with a leaking set and bent cannula, which can contribute to uncontrolled hyperglycemia despite automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with respect to device malfunction due to confounding infusion set failure and user actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.